Event description:
It was reported that the customer had a low blood glucose level but not hospitalized. The customer's blood glucose level was 27 mg/dl. The customer drank some juice and that brought her blood glucose back up. The customer had trouble with the infusion set because the adhesive fold itself. The customer was advised to follow the step by step directions in the book or the video. The customer was advised to call the helpline if it happens again. The customer declined helpline assistance and want it to be document only.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.